Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and loss of capture (loc). While reviewing the threshold measurements, technical services (ts) indicated to have the patient in bipolar configuration and increase thresholds for the rv lead since the patient was dependent. Consequently, the lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.